Manufacturer narrative:
The reported event of "not able to program the device" was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during the procedure, the screen of the programmer changed from analyzer to programmer with all settings value returned to initial settings. The settings were changed again, and new pacemaker was connected to lead. Radiofrequency (rf) transmission was turned off before connecting the lead and was turned on after lead was connected. Again, the settings value returned to initial settings. As the problem occurred consecutively, the malfunction with device was suspected. The device was not use and replaced. Implant procedure completed without any issues. The usb side of rf antenna was found to be slightly deformed. The patient did not experience any adverse consequences.